Manufacturer narrative:
As reported, prior to attempted implant, the ventralight st mesh was hydrated significantly longer than the IFU recommends using normal saline and gentamicin solution. The preparations section of the instructions-for-use (IFU) supplied with the device states, "ventralight st mesh be completely immersed in sterile saline for no more than 1-3 seconds immediately prior to placement.¿ and ¿the safety and effectiveness of ventralight st mesh in combination with solutions other than saline have not been tested.¿ the mesh was implanted into the patient and not available for review. Based on the information provided the most probable root cause is that the reported event is the result of the user hydrating the mesh longer than the IFU recommended 1-3 seconds. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in september, 2020. Not returned - remains implanted.

Event description:
As reported, during a hernia repair procedure on (B)(6) 2022, the bard/davol ventralight st mesh was hydrated twice in a normal saline and gentamicin solution for significantly longer than the IFU recommended 1-3 seconds. As reported, the mesh "oozed green gel-like substance" during fixation. It was reported that the surgeon implanted the same mesh without any other disturbance. There was no reported patient injury.